Event description:
The pump reportedly failed delivery accuracy testing (underdelivery) during a routing biomedical engineering preventative maintenance inspection. When set to infuse a volume of 10ml, the pump delivered 7ml. When expecting delivery of 20ml, the unit delivered 11ml. No pt involvement. There were no reports of any pt incidents when the device was in pt use.

Manufacturer narrative:
Testing and investigation of the returned device confirmed underdelivery. This was determined to have been caused by a loose stop nut on the plunger collar. The stop nut has been changed to a new design. All refurbished units are inspected for proper adjustment.